Manufacturer narrative:
Correction: section d4 - primary unique device identification (UDI) number should have been "(B)(4)" rather than "(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that right atrial (ra) lead exhibited oversensing noise. Programming changes was performed to deactivate the ra lead. There were no patient consequences.